Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a high capture threshold and that the helix of the ra lead was retracted. Upon a repositioning attempt, the issue persisted, with difficulty retracting the helix of the ra lead. It was noted that tissue was entrapped on the helix of the ra lead. The tissue was removed from the helix; however, the helix of the ra lead failed to extend. Further examination of the lead found visible damage to the ra lead, possibly due to over-torque of the helix. The ra lead was not used and was replaced on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.